Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade. Explant has not been confirmed.

Event description:
Patient reported right side "lymphedema ("big arm")/swellings in neck and shoulders / reddish breast," "fibrous periprosthetic capsular contracture" (baker grade unknown), and "benign epidemic cyst." Patient additionally reported a history of breast cancer which has been deemed not related to this device. The device remains implanted.